Event description:
It was initially reported that the patient was having an increase in seizures reported to be having 0-4 seizures per day. The patient reported to not be using his magnet regularly and the report increase occurred after the patient had an infection in his toe. The patient shakes and loses control of his limbs after 15 minutes and had post-ictal confusion. Per the patient he had 38 seizures in another month although he did not have his seizure diary for the exact number and times. The seizures were not as strong. There were no triggers and he had not missed any doses of medications. Triggers for the patient include sugar and caffeine. The patient reported that he has 1-3 seizures every 2-3 days and up to 5 seizures some days once he began using the seizure diary. The report of 38 seizures may be within his normal seizure number fluctuation. Good faith attempts for additional information were unsuccessful to date.

Event description:
Additional information was received that it was unknown specifically when the increase in seizures began and the physician felt that it may be due to a low battery. The patient was not having more seizures than they had prior to vns. There were no contributory programming or medication changes preceding the onset of the event.